Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. No alarm occurred in association with the event and the pump reportedly functioned as intended. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had ventricular tachycardia and was upgraded on the transplant list and was transplanted. It was noted that the device operated as intended and will not be returned for evaluation. No additional information was provided.